Event description:
A 1.25mm diameter x 15mm length sprinter legend rapid exchange balloon dilatation catheter was the first device inserted into a pt for treatment of a severely calcified lad lesion, with moderate tortuosity. The sprinter legend rx device successfully crossed the lesion and the balloon was inflated to approx 25 atm. It is reported that a sudden pressure drop, to 2/3 atm, was noted. An attempt was made to pull the sprinter legend rx device back but the device was stuck and began to stretch until it broke. The physician attempted to introduce another brand balloon. However, after advancing the device approx 15cm inside the guide catheter, the device could not be advanced further. Another guide wire was crossed to the cx. It was then possible to advance another brand balloon to the distal part of the guide catheter and successfully inflate the balloon in the ostium of the guide catheter. It was then possible to remove the other brand balloon dilatation catheter and the distal portion of the sprinter legend rx balloon. The tip of the sprinter legend rx device could not be located, the physician believes that it remains in the lad. The radiopaque marker band migrated to a distal septal artery. It is reported that a non-stemi occurred following the event. Pt was reported to be stable, post procedure.

Manufacturer narrative:
(B) (4): eval, results and conclusions - (severe calcification), (inflation to 25 atm).